Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that the cement hardened after only 7 min in 21c temp op room. The surgeon put the cement on the implants quickly and the procedure was completed without any problems and delay. No vacuum system was used. Mixing system was not stryker product. We could not specify that the storage condition of the mixing system. The cement was stored in 25 c temp in the distributor after that the cement was delivered to the hospital and it was stored in 21c before the op. One pac of the cement was used. The cement was mixed for 1 min. Antibiotic and any other subsequences were not mixed into the cement. All monomer and polymer were used. No more information will be provided. The surgeon needs the investigation result asap. In the hospital, quick hardened cement was reported on same day((B)(6). So, not duplicate event.).

Manufacturer narrative:
An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. Visual inspection and functional testing was completed on the three retained samples tested from lot code jcu009. The results were satisfactory and within specification. No medical records were received or were relevant to the investigation of this event. The devices were manufactured and accepted into final stock with no reported discrepancies. Chr review confirmed no other similar event for the reported lot. The investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retained samples of the reported lot code jcu009 were tested and show that all required specifications are met. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time.

Event description:
It was reported that the cement hardened after only 7 min in 21c temp op room. The surgeon put the cement on the implants quickly and the procedure was completed without any problems and delay. No vacuum system was used. Mixing system was not stryker product. We could not specify that the storage condition of the mixing system. The cement was stored in 25 c temp in the distributor after that the cement was delivered to the hospital and it was stored in 21c before the op. 1 pac of the cement was used. The cement was mixed for 1 min. Antibiotic and any other subsequences were not mixed into the cement. All monomer and polymer were used. No more information will be provided. The surgeon needs the investigation result asap. In the hospital, quick hardened cement was reported on same day((B)(4) so, not duplicate event.).